Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: visual inspection revealed that the battery compartment was cracked between the bumper pad and the top. No battery cap was returned with the pump. A test battery cap was able to be secured to the pump and was used to complete all testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging battery compartment damage. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.